Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation occurred. A rotapro 1.25mm and a rotawire were selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery. The lesion was tortuous and calcified. During the procedure, the device was running at 180,000 rpm and 8 passes were made. There was extreme tortuosity in the vessel. The wire bent in the vessel and the burr stalled as it was being brought back proximal. Then, a perforation occurred in the left anterior descending (lad); at the location of the burr. A non-bsc stent was used to complete the procedure. The patient was stable post procedure.